Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown issue. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown issue. No additional adverse patient effects were reported. Subsequently, additional information was received indicating rv lead was explanted due to an infection.